Manufacturer narrative:
On october 25, 2023, mentor received additional information. The patient experienced baker grade iii capsular contracture of the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 30, 2023, mentor became aware that an error was submitted in the initial report. Manufacturer¿s reference number: (B)(4) in the initial report, h6. Type of investigation should have been populated with b20. In the initial report, h10 should have been populated with the following: at the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 280cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced a rupture of her right prosthesis and bilateral device migration, which was confirmed by a medical professional. It was also reported that the patient experienced areola asymmetry. As a result, the patient underwent a bilateral capsulorrhaphy, bilateral scar revision, and unilateral removal and replacement of her right prosthesis with a 280cc mentor memorygel xtra breast implant on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-11919 for the contralateral event.